Event description:
On (B)(6) 2024, during a patient call, a user attempted to use an autopulse platform (sn: (B)(6) by placing the device under a patient and securing the lifeband around their chest. However, the device failed to power on, and replacing the battery did not resolve the issue. The autopulse platform did not display error messages and no leds were lit. The crew switched to manual CPR until they obtained a lucas device from another department to continue resuscitation efforts. The patient did not survive, and the customer has reported a patient death. Customer did not provide information regarding the relationship between the death and the alleged malfunction. However, the msa evaluated the incident, and it was determined that the death was not related to the autopulse device.

Manufacturer narrative:
Zoll has not received the autopulse platform in the complaint for investigation. A supplemental report will be filed if and when the product is returned and investigation has been completed. The death was not related to the autopulse device. The autopulse is used as an adjunct to manual CPR, adjunctive use only indication is prominently displayed on device labels and in the device manual. The benefit of using the autopulse is that it in part substitutes mechanical compressions for the physical labor of manual chest compressions when effective manual CPR is not possible. If the autopulse did not start or unexpectedly stops compressions, rescuer should revert to manual CPR, which is the standard of care. The autopulse is intended to be used as an adjunct to manual CPR on adult patients. In case of stoppage of autopulse the trained user reverts to manual CPR. The transition from autopulse to manual CPR by trained users is similar to the time necessary for rescuer rotation and presents the same workflow as manual CPR. Hence, based on available information, the patients' outcome was not negatively impacted by the interruptions when compared to standard of care manual CPR. Out-of-hospital cardiac arrest (ohca) is one of the main causes of death in industrial nations. About 25% of patients survive this event and make it to the hospital, and even fewer patients survive after 24 hours (nichol, nejm, 2015). Survival to hospital discharge after non-traumatic emergency medical services-treated cardiac arrest with any first recorded rhythm was around 10% for patients of any age (mozaffarian, circulation, 2016; ebiomedicine 2023). Death is an expected outcome for ohca.

Event description:
On (B)(6) 2024, during a patient call, a user attempted to use an autopulse platform (sn (B)(6) by placing the device under a patient and securing the lifeband around their chest. However, the platform did not power on. Three autopulse li-ion batteries with serial numbers 57074, 57085, and 57089 were used, and each time the platform did not power up. The autopulse platform did not display error messages and no leds were lit. The crew switched to manual CPR until they obtained a lucas device from another department to continue resuscitation efforts. The patient did not survive, and the customer has reported a patient death. The customer did not provide information regarding the relationship between the death and the alleged malfunction. However, the msa evaluated the incident, and it was determined that the death was not related to the autopulse device.

Manufacturer narrative:
The reported complaint that the autopulse platform (B)(6) failed to power on with multiple batteries was not confirmed during functional testing or archive review. The autopulse platform was able to power on and passed the functional testing without any fault or error and performed as intended using a known good autopulse li-ion battery. The root cause of the reported complaint was that the customer used disabled batteries during the reported event. Autopulse li-ion batteries with serial numbers (B)(6) used during the reported event were returned to zoll UK service depot and evaluated. The batteries were manufactured in september 2019. The batteries have exceeded their service life of 5 years and were disabled by the charger as designed and cannot be used in the platform. Per the autopulse power system user guide, the autopulse li-ion battery does not operate after five years from its date of manufacture. Once an autopulse li-ion battery has reached the end of its service life, you should discontinue use of the autopulse li-ion battery. Dispose of it properly. The archived data indicates that no session was recorded between september 3, 2024, and january 7, 2025. This suggests that the customer was unable to power the device during the patient incident, likely due to a disabled battery. The autopulse platform passed the functional testing without any fault or error. The customer reported problem could not be reproduced using a known good battery. The autopulse platform functioned appropriately and performed as intended. Following the service, the autopulse platform passed the run-in test without any fault or error. The autopulse platform passed the final testing without any fault or error. Additional information, b5-describe event or problem.